Event description:
It was reported that 100 unit packages were unsealed on the bd ultra-fine¿ short needle insulin syringes. The following information was provided by the initial reporter: "asp were packing their kits and found unsealed packages."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1173030. All inspections were performed per the applicable operations qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.